Event description:
Reportable based on device analysis completed on 26dec2024. It was reported that the image was lost. The 90% stenosed target lesion was located in a moderately tortuous and mildly calcified vessel. An opticross 18 was selected for use. During the procedure, the image suddenly lost. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that a twist was observed in the imaging window assembly.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: the device was returned for evaluation. Twist was observed in the imaging window assembly. Also, to inspect for damage in the imaging core at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly were pulled out from the hub. No damage was found within the telescope and sheath section of the device. An impedance test was performed. The impedance test showed an electrical open proximal waveform between 120-130 cm from the distal housing. No other issues were identified during the product analysis.